Manufacturer narrative:
Of the 44 allegations of a malfunction, 34 pumps were returned to animas and investigated. Of the investigated pumps, 32 were found to be malfunctioning due to leaks in the pump casing. During investigation for unrelated complaints, there were 322 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 44 malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-72 years of age and between 15 and 281 pounds. Of the reported patients, 19 were male, 25 were female.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 11 instances of moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.